Event description:
It was reported that, "the surgeon was inserting the screw into a locking plate and when he went to torque the screw it broke the tip of the driver off. The tip remained in the patient."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.